Event description:
It was reported that this right ventricular (rv) lead exhibited variable capture thresholds from 0.5v to 5v on daily measurements, however in clinic appeared stable. An x ray was performed that showed the lead may be pulled back and it was also noted that the implantable cardioverter defibrillator (ICD) system was implanted in the right side. Technical services (ts) was consulted, discussed no shocks have been delivered and noted that it is unclear if the lead would be able to effectively defibrillate effectively in the current shock vector as energy will be pulled to the right side. There was no evidence of oversensing. Ts recommended considering rv lead revision to provide a better shock vector or performing a defibrillation threshold (dft) test to confirm if the system can effectively defibrillate. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited variable capture thresholds from 0.5v to 5v on daily measurements, however in clinic appeared stable. An x ray was performed that showed the lead may be pulled back and it was also noted that the implantable cardioverter defibrillator (ICD) system was implanted in the right side. Technical services (ts) was consulted, discussed no shocks have been delivered and noted that it is unclear if the lead would be able to effectively defibrillate effectively in the current shock vector as energy will be pulled to the right side. There was no evidence of oversensing. Ts recommended considering rv lead revision to provide a better shock vector or performing a defibrillation threshold (dft) test to confirm if the system can effectively defibrillate. This rv lead remains in service. No adverse patient effects were reported. Additional information was received, this right ventricular (rv) lead was explanted and successfully replaced. No additional adverse patient effects were reported. This product was not returned for analysis.